Manufacturer narrative:
The customer biomed was unable to duplicate the reported problem. The unit was inspected thoroughly for leaks, but no leaks were observed. The unit was returned to service on the same day. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "rapid gas loss" alarm. No patient injury was reported.